Event description:
On 3/3/95 consumer had a pacemaker implanted. She reported that on the morning of 4/8/95 she awoke feeling nauseated, the room was spinning, & that she passed out in bed. She was taken to the ER where she was told that one of the electrodes in the pacemaker had failed.